Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing, intermittent blood glucose (bg) levels of 300 mg/dl after 2 days of supply use with the tandem pump. The customer alleged that the pump was the issue as the customer did not experience the same issue when using an alternate pump. Reportedly, the customer used humalog insulin and also tried fiasp insulin with the pump, but the issue persisted. Customer was aware of cartridge and insulin labeling. Reportedly, insulin vials may have been exposed to heat; however, this could not be confirmed as contributing to the issue. The customer reverted to an alternate pump for insulin therapy and declined follow up contact from tandem technical support, therefore no additional information could be obtained.